Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited early battery depletion. The ICD remains in use and a replacement was planned. No patient complications have been reported as a result of this event.